Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient indicated that the healthcare professionals always have trouble feeling the pump because it moves and scare tissue is building up around it. She stated that she was thinking of having it taken out, but her back problem was back and even if she found someone to take it out, no one would take care of her and she was scared of withdrawal. She stated that she was stuck.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2007, product type: catheter. Product ID:8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient mentioned that her pump moves around but did not state that this was a problem, the patient added that she just makes sure she has the ptm in the correct position over the pump prior to requesting a bolus. No symptoms were reported